Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros 5600 system. There was no evidence to suggest that a reagent related issue contributed to the event. An ocd field engineer replaced the final well wash level sense cable to return the analyzer to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event was determined to be analyzer related. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.593 vs. Expected result <0.012 ng/ml and patient 2=1.27 vs. Expected result <0.012 ng/ml) from two different patient samples processed on the vitros 5600 system. The higher than expected patient results were not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected patient results and the customer retested the samples. There was no report of patient harm as a result of this event. (B)(4).